Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
The following information was provided by the initial reporter: when the customer inserted the venflon on a patient, he discovered that the end plug was very well attached to the end piece of the product. He has talked to other colleagues at the hospital, and he got the same feedback regarding this incident, across clinics at the same hospital. They have experienced that the plug is very well attached to the end piece, which then means that the entire end piece with the plug comes loose, which in turn leads to blood leakage during insertion. The customer describes that the plug was "looser", easier to unscrew from the end piece before this autumn - and that they now experience a change of the product. It turns out that this incident also has happened with venflon pro safety in the following sizes: 22 g, 20 g, 18 g.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked. The following information was provided by the initial reporter: when the customer inserted the venflon on a patient, he discovered that the end plug was very well attached to the end piece of the product. He has talked to other colleagues at the hospital, and he got the same feedback regarding this incident, across clinics at the same hospital. They have experienced that the plug is very well attached to the end piece, which then means that the entire end piece with the plug comes loose, which in turn leads to blood leakage during insertion. The customer describes that the plug was "looser", easier to unscrew from the end piece before this autumn - and that they now experience a change of the product. It turns out that this incident also has happened with venflon pro safety in the following sizes: 22 g, 20 g, 18 g.